Event description:
It was reported that an aortic hematoma occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The versacross system and a watchman trusteer sheath was introduced into inferior vena cava (ivc) to superior vena cava (svc). A standard inter-atrial septum tenting was achieved. As rf energy was delivered, the versacross rf wire did not emerge into the left atrium (la). A rewiring, pull down, and a second transseptal puncture attempt was made. At this point, transesophageal echocardiogram (tee) physician noticed a growing hematoma behind the aortic valve on the la side. The procedure was aborted, patient was woken up, and kept for observation. The device is not expected to be returned for analysis (disposed). It was further reported that the patient was stable throughout the procedure and they were discharged in the following morning.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that an aortic hematoma occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The versacross system and a watchman trusteer sheath was introduced into inferior vena cava (ivc) to superior vena cava (svc). A standard inter-atrial septum tenting was achieved. As rf energy was delivered, the versacross rf wire did not emerge into the left atrium (la). A rewiring, pull down, and a second transseptal puncture attempt was made. At this point, transesophageal echocardiogram (tee) physician noticed a growing hematoma behind the aortic valve on the la side. The procedure was aborted; patient was woken up and kept for observation. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.